Event description:
It was reported that during a lap myomectomy, the blade was broken during enucleating the uterine fibroid. It was unknown whether the blade was broken off inside the patient or on the mayo table. The fragments of the blade were not found in the operating room. However, the fragments of the blade were not confirmed with the two x-rays, so the doctor determined that no fragments were left inside the patient. There were no adverse consequences to the patient. Other devices were used to complete the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade